Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After three partial recaptures the device was deployed and interrogated for the position of the device. The device was sitting proximal to the ostium. A contrast injection also determined the position to be proximal and failed to meet the position for release criteria. The physician proceeded to tug the device which looked to be an acceptable tug test. The physician then moved on to size and noted compression to be between 10.7-13.4% compressed. The echo physician reported no flow around the device. The physician elected to release the device and no positional change was noted. Hours after the procedure, the device was noted to have embolized to the descending aorta at the level of the renal arteries, causing ischemia below the level of the renal arteries, renal failure and acidosis. The device was surgically removed. During removal thrombus was noted in the descending aorta. The patient is currently on vasopressors and vented.